Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath. Peri-procedure, the patient was anti-coagulated using asa and angiomax. A pre-procedure femoral angiogram showed the vessel size to be 6.3mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure. The second device was removed and the patient was converted to 40 minutes of manual compression. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and was discharged on (B)(6) 2013.

Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/ 5.75mm no go gauge to be within specification. The review of the lhr (lot f1317803) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). See medwatch report 3004939290-2013-00246 for the first device.